Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 380 mg/dl on the contour link 2.4 meter. The customer was experiencing symptoms of hyperglycemia such as nausea, shortness of breath, and weakness. She took insulin bolus and continued experiencing symptoms. An hour later, the customer went to the hospital where she obtained a reading of 580 mg/dl. The customer was admitted to an intensive care unit for five days and was given an insulin drip and antibiotics after which she recovered well. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. The test strips involved in the event occurrence expired in jul-2021. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.